Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that poor cutting and noise of the probe was very unusual and experienced retinal detachment during vitrectomy-retinal surgery. The surgery was completed on same day. Additional information was requested: however, none has been received up to date.

Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent and orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and cut, and nonconforming for actuation; however, no noise was observed. The sample was found to be nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observe on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Gouge marks observed at the cutting edge and other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The video was reviewed by the manufacturing site. Noise was observed on the video. Reported issue of unusual noise confirmed from video. Poor cutting issue cannot be confirmed from video. The complaint evaluation does not confirm the reported issue; although, the video confirms unusual noise. The evaluation does confirm the probe had a cut failure, the evaluation also indicates the probe had an actuation failure. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting edge gouges and actuation failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the actuation and cut failures is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported unusual noise was not confirmed, it appears that the observed cut and actuation failures were due to excessive use of the probe by the user, an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon further assessment it was confirmed that the reported retinal detachment was a preexisting condition and there was no patient impact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.